Manufacturer narrative:
A review of the DHR has been performed. It was found that maintenances performed before and after the case passed which shows that device was conform. Investigation with staübli support by phone was performed on (B)(6) 2020 for a different complaint: no obvious issue found, but suspicion of excessive arm movement was confirmed. Staübli intervention was planned. An analysis of the data logs and patient file has been performed. This analysis concluded that the inaccuracy is confirmed for the seven first electrodes implanted (on the right side), out of a total of eleven electrodes implanted. The inaccuracy observed at a few target points is also confirmed but there is no global trend to explain it. The successful positioning at target point also depends on the method of implantation, the characteristics of the electrode and patient anatomy. Analysis showed that inaccuracy is confirmed. There are not enough elements to conclude about the cause for the issue.

Event description:
Post-operative merge of post CT showed inconsistencies with electrode placement; some show superior shift, but does not appear to occur on one side of head, or in succession. Verification showed normal accuracy. No obvious head shift. No post operative affect to patient currently seen. No delay to procedure, placement appeared normal during procedure.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Post-operative merge of post CT showed inconsistencies with electrode placement; some show superior shift, but does not appear to occur on one side of head, or in succession. Verification showed normal accuracy. No obvious head shift. No post operative affect to patient currently seen. No delay to procedure, placement appeared normal during procedure.